Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The scu was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735820, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that after starting the ndi toolbox tracking program, there is an error message stating the following "scu connection failure". It was found that the polaris spectra system control unit (scu) is faulty and needed to be replaced. There was no patient present when this issue occurred.